Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: l5 radiculopathy on the left with a drop foot. L5-s1 spondylosis with severe neuroforaminal stenosis. L4-5 lateral recess stenosis. Patient underwent following procedure: l4-5 bilateral decompression consistent with hemilaminotomy of l4 and l5, partial facetectomy and foraminotomy bilaterally. L5-s1 intrapedicular decompression consisting of radicular facetectomy and complete decompression of l5 nerve root. L5-s1 posterior lumbar fusion. L4-s1 posterior lumbar interbody fusion. Placement of non segmental posterior instrumentation. Placement of l5-s1 interbody cage. Use of local autograft. Use of bone marrow aspiration taken from vertebral body of l5 and s1. Use of high power microscope during decompression phase of l4-5 and l5-s1. As per op-notes: l5-s1 and l4-5 were fluoroscopically marked. At l5-s1, dilating tube was dilated down to l5-s1 facet on the right. A 22mm x 5cm tube was placed. A small piece of bmp with 5 milliliters of allograft bone was placed in facet, thus performing posterolateral fusion at l5-s1. An l4 hemilaminotomy and l5 hemilaminotomy on the left was then performed. A bone marrow aspiration was taken from l5-s1 vertebral body and mixed with allograft bone. Radial facetectomy was performed at l5-s1. Dissection was carried out down to floor of l5-s1 level. A 10mm trial was appropriate in size. Hence filled with autograft bone that was harvested during radical facetectomy and decompression. This was mixe d with bmp; disk space was filled with this. The allograft bone mixed with bone marrow was used to back fill. An 8mm trial as placed into disk space, bone graft was then spread. 10mm cage was then placed in l5-s1 level. Pedicle screws were then placed at l5-s1. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.